Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n166424001, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (12 mg/ml at 8.070 mg/day), baclofen (600 mcg/ml at 403.50 mcg/day), and bupivacaine (5.0 mg/ml at 3.3625 mg/day) via an implanted pump. The indication for pump use was arachnoiditis and non-malignant pain. It was reported that the patient had been having a gradual increase in pain for the past several months. There were no environmental factors contributing to the issue. Today, the physician performed a pump study to check the patency of the catheter because her pump was scheduled for replacement in the next few months due to it nearing eri (elective replacement indicator). The physician wasn¿t able to aspirate the catheter. An x-ray revealed that the catheter appeared to be migrated ¿out of the epidural space¿ and was at the level of l2. A pump and catheter replacement were being planned, but no date had yet been set. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.